Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the display on the insulin pump is blank; he tried to put a new battery and it is still not turning on. Blood glucose value is 264 mg/dl. The device does not shows signs of physical damage. Customer states the contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. Customer reinserted the battery and saw number 1,2 and 3 and then it stopped. Customer was advised to remove the battery for 10 minutes, clean the battery cap and reinsert it; the display did not return. Nothing further reported.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.